Manufacturer narrative:
Customer complaint of signal artifact was not confirmed. Analysis performed indicated that it exhibited normal device characteristics. Sensitivity test was performed on the device and it was able to sense within the product specification. Visual inspection did not find any foreign material on the header feed through pin that could contribute to the noise complaint. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, it was noted that the implantable cardiac monitor (icm) detected noise and no electrical potential. Poor connection with the electrode was suspected and the body surface was pressed in order to restore the connection, the issue persisted. The icm was not used and was replaced. The patient had no adverse consequences.